Event description:
It was reported that the patient was not able to adjust stimulation. The display was showing ¿call your doctor¿ icon and there was a power on reset (por) condition. This event occurred (B)(6) 2015. The patient spoke to their manufacturer representative (rep) the day of the report and the rep told the patient to have the por cleared. The patient was helped to clear the por and they were able to turn on stimulation. The action resolved the reported issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4) implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746. Serial# (B)(4), product type: programmer, patient. :product ID: 3708160 serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).